Event description:
Staff reported that during a repair on a pt, the sutures would pop off the needle/thread. It happened numberous times on different days but was associated with the same lot number. Returned to MFR on 10/11/2022.